Event description:
A report from the field indicated that, in a patient presenting with a tumor, the shunt was blocked and then the spinal catheter leaked from the connection. The device was implanted on 1/2/99 and explanted on 1/23/99.